Manufacturer narrative:
B5 revised. H6 medical device problem code a150204 was inadvertently omitted on the initial manufacturer device report.

Event description:
Updated clinical narrative: an impella 5.5 device was planned for escalation of support in a 33-year-old female patient presenting with cardiomyopathy. The right axillary artery was accessed for the procedure. The patient was taken to the operating room for escalation from impella cp support to impella 5.5 support. An axillary cutdown was performed, followed by placement of a graft sewn to the axillary artery. The provider advanced a guidewire and catheter into the left ventricle, and the impella 5.5 device was prepared and primed on the back table. It was reported that the introducer was unable to pass through the vasculature and resistance was noted at the axillary artery. At that time, following consultation with additional providers, concern was raised regarding the size of the access vessel. The patient's vessel diameter was reported to be less than 7 mm, and underlying peripheral arterial disease/peripheral vascular disease was noted. Due to concerns regarding vessel size and suitability for impella 5.5 implantation, the procedure was aborted, the introducer was removed, and the patient was instead cannulated for veno-arterial extracorporeal membrane oxygenation with continued impella cp support. The impella 5.5 device was never inserted or attempted to be implanted. The procedure was aborted without adverse event, and no patient harm was reported

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was planned for escalation of support in a 33-year-old female patient presenting with cardiomyopathy. The right axillary artery was accessed for the procedure. The patient was taken to the operating room for escalation from impella cp support to impella 5.5 support. An axillary cutdown was performed, followed by placement of a graft sewn to the axillary artery. The provider advanced a guidewire and catheter into the left ventricle, and the impella 5.5 device was prepared and primed on the back table. At that time, following consultation with additional providers, concern was raised regarding the size of the access vessel. The patient's vessel diameter was reported to be less than 7 mm, and underlying peripheral arterial disease/peripheral vascular disease was noted. Due to concerns regarding vessel size and suitability for impella 5.5 implantation, the procedure was aborted and the patient was instead cannulated for veno-arterial extracorporeal membrane oxygenation with continued impella cp support. The impella 5.5 device was never inserted or attempted to be implanted. The procedure was aborted without adverse event, and no patient harm was reported.